Manufacturer narrative:
B3. Date of event: the explant date is unknown. However, the article provided the following date range on page 1: "between july 2022 and february 2024". Therefore, 1 july 2022 is used as the occurrence date. H11: additional manufacturer narrative: the subject devices are not available for evaluation as they remain implanted in the patients. Article citation: papadopoulos, g. E., ninios, I., evangelou, s., ioannidis, a., nikitopoulos, a., giannakoulas, g., & ninios, v. (2025). Efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study. Journal of clinical medicine, 14(13), 4677. Https://doi.org/10.3390/jcm14134677. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "efficacy and safety of acurate neo2 in valve-in-valve tavi: a prospective single-center study", received from greece, the following events were identified as related to ew devices: eight (8) patients with valves model magna ease implanted in aortic position were identified with valve degeneration and underwent reinterventions for valve-in-valve procedures after unknown respective durations. The mean implant duration was described as ten (10) years +/- four (4) years. Each patient valve degenerative mechanism was unable to be determined. The most common degenerative mechanisms were described as stenosis (51%) followed by mixed degeneration (27%) and regurgitation (22%) (left ventricular ejection fraction (lvfe) 50%, mean gradient 38 +/- 11 mmhg, aortic valve area (ava) 0.8 +/- 0.5 cm2). The patients presented with nyha class iii or IV symptoms. Non edwards transcatheter valves were implanted in replacement. All the reinterventions were successful as seen in the 30 days and 1 year follow up post-procedural.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including dyslipidemia, diabetes and CABG.